Event description:
6-9 poly broke during trialing.

Manufacturer narrative:
An event regarding a damaged triathlon standard insert trail was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the reported damage. -medical records received and evaluation: not performed as clinical factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product.

Event description:
Patella clamp would not stay locked while implanting patella.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.